Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). This reported event was unable to be submitted on 07 jun 2023 due to a esg server issue, timely filing attempts were documented and have been attached.

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot number combination. E3: occupation: lead tech. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal failed. The event occurred intra-operative. Additional information was received on 10 may 2023: when trying to advance the arteriotomy locator. It was confirmed by the staff that audible clicks were observed prior to insertion. Upon insertion, the dilator backed out of the arteriotomy locator. Additional information was received on 15 may 2023: the introducer sheath pushed back upon entering the arteriotomy twice. Angio-seal was removed from the patient and manual pressure was utilized for hemostasis.